Event description:
It was reported the patient complaining of knee pain. Surgeon had x-ray taken. Discovered what looked like broken head in soft tissue of knee. In 2006, surgery insert exchange and removal of broken screw.